Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a prime and fill anomaly with the insulin pump. Insulin was squirting out during the manual prime process. They received a compromised force sensor system alarm. They were unable to exit the preparing to prime loop. The customer¿s blood glucose level was 174 mg/dl. Troubleshooting was performed. The customer was instructed to attach a new infusion set and reservoir and re-start the priming process. The customer stated insulin did not continue to drop after letting go of the act button. The customer stated the motor did not slow down nor did the numbers ramp up on the screen. They were advised to discontinue use of the device and revert to a back-up plan. The customer declined to return the device for analysis.